Manufacturer narrative:
An event regarding femoral loosening involving an accolade plus tmzf hip stem #4 was reported. The event was confirmed. Device evaluation not performed as no device was returned. A review of the provided medical records by a clinical consultant indicated, ¿no evidence for device-related factors and as such this pi case is not device-related.¿ a device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The investigation concluded that shell malpositioning likely caused or contributed to the reported femoral loosening. The cup was implanted with absent anteversion and consequently impingement became an issue under daily activity conditions. Impingement causes an overload condition in the bearing section of the arthroplasty and this caused excessive rotational torque on the accolade stem resulting in stem loosening or lack of bone ingrowth in the first place. The same overload condition caused excessive micromotion in the femoral head taper connection contributing to an increase in cobalt release.

Event description:
It was reported that painful hip was revised due to loose femoral component. Cobalt level 8.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that revision ltha painful hip due to loose femoral component cobalt level 8.